Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the distal right coronary artery with no tortuosity, moderate calcification and 75% stenosis. A 3.50x15mm nc traveler rx balloon dilatation catheter (bdc) was prepped per the instructions for use and advanced without any resistance. The bdc was inflated for the first time when the balloon ruptured at 9 atmospheres. The bdc was reported to be removed from the patient anatomy without any resistance. A non- abbott balloon catheter was used to further dilate the lesion and a non-abbott stent was deployed to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(6). Concomitant products: guide wire: runthrough ns; guide cath: hyperion sal1.0. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.